Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model 694765, implantable tachy lead, implanted (B)(6) 2013; model 429688, implantable pacing lead, implanted (B)(6) 2013; model d224trk, bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD), implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had no p wave sensing and capture within a day of the initial implant surgery. The lead dislodged and a revision procedure occurred the day after the initial implant surgery. The lead remains in use. No patient complications have been reported as a result of this event.